Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 808:02 was confirmed during product evaluation. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. Additional investigation is being conducted through CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility reported a colleague infusion pump with failure code 808:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.